Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received medical treatment as a result of the site issue for blood, pain and redness. Customer's blood glucose level was unknown. Customer was stated to consult health care professional as result of site issue. The sensor will not be returned for analysis.